Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 a medtronic representative, following-up at the site, reported the navigation system camera started cycling after the incision was made on the patient. The documented behavior occurred on the implant confirmation 3d acquisition which was at the end of the procedure. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, while the imaging system was spinning, the navigation system camera started cycling. As soon as the imaging system stopped spinning, the camera stopped cycling and the exam transferred without issue. This was on the confirmation spin. The camera did not cycle on the first imaging system spin. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.